Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification. Visual and x-ray examination of the lead did not find any anomalies.

Event description:
Related manufacturer reference number: 2017865-2023-13129 it was reported that the patient presented to the hospital for a device exchange procedure on (B)(6) 2023. During examination of leads, it was noted that the right ventricular (rv) lead and the right atrial (ra) lead were dislodged. There was cardiac perforation by the rv lead. The physician explanted and replaced the rv and ra leads on (B)(6) 2023. The patient was in stable condition.